Event description:
It was reported during the patient's lead replacement procedure, the physician noticed the ICD would pocket was not entirely closed. The physician cleaned the pocket and re-used the device. The patient's condition was good pre- and post-procedure.

Manufacturer narrative:
(B)(4).